Event description:
A surgeon reported that approximately six weeks after an intraocular lens (iol) implant procedure, the pt was diagnosed with late onset endophthalmitis. The iol was explanted. The surgeon was unwilling to provide further info.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the reported complaint. The surgeon was unwilling to provide further info. (B)(4). This report was mailed to FDA on: (B)(4) 2014. The MFR internal reference number is: (B)(4).